Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red visual alarm and an audible alarm was unable to be confirmed. The heartmate power module (ppm) was not returned for analysis; however, the heartmate 12v power module backup battery (s/n: unknown) was shipped for return. Tracking information submitted by the customer confirmed the power module backup battery was delivered on (B)(6) 2023 in machelen, belgium. Despite the provided tracking information, there was no record of the product at the service center. The suspected battery appears to have been lost at the depot. Per the provided information, after connecting the backup battery to the ppm the battery was able to function as intended; however, after a couple minutes, an acoustic alarm was active, and the visual alarm of the battery turned red. Exchanging the battery resolved the issue. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use (rev. G) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after opening a new power module it was noted that the power module's battery was not working well. A red visual alarm was noted as well as a beep sound. The battery was exchanged and the issue resolved.